Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported non-sustained right ventricular oversensing episodes were observed via follow-up remote. Review of the egm noted post-sensed t-wave oversensing. Programming changes were made. Patient was asymptomatic.